Manufacturer narrative:
Returned for evaluation was a tre-sheath and dilator. Neither the reported laser fiber nor the detached tip were returned. A visual review of the tre-sheath and dilator no outward appearance of damage or defect. The dilator was able to be advanced through the sheath with no issues. The dilator and tre-sheath both met all manufacturing dimensional specifications for this product. The customer's reported complaint description was not confirmed. The reported complaint description was for the gold tip detaching from the laser fiber. The fiber was not returned, only the dilator and sheath. Without returning the fiber, we cannot determine a root cause of the complaint. This customer did report the same type of fiber complaint for the same fiber lot, reference: (B)(4). A fiber was returned for that complaint investigation and it was determined that there were no manufacturing non-conformances observed. A lot history records search for the never touch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint#: (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During an evlt procedure, the patient's first vein was successfully treated. The physician withdrew the fiber in order to treat the patient's second vein. While cleaning the fiber prior to insertion into the second vein, the tip of the fiber detached. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.